Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2012. The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
Correction: the correct catalog number is 92346; not 90432 as previously reported. This report is filed october 10, 2013. Device not available for analysis.